Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? Was any leakage or product solution observed at the luer locks connection? Were there any unexpected outcomes or complications as a result of the event? Are there pictures of the damaged device available? Please clarify what was broken, the luer locks on the dual applicator device, or the syringe luer caps? Please indicate the affected part in the image below. Is the device available to be returned for evaluation? If so, please provide the status of the return and any available tracking information. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown procedure and a fibrin sealant preparation device was used. The luer lock broke off when trying to use it. No adverse patient consequences were reported. Additional information was requested.